Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right jugular vein due to deep vein thrombosis (dvt). Allegations include: vena cava perforation, perforation extending to the periphery of the duodenum and abdominal aorta. It is further alleged the patient experienced anxiety, worry, dvt x 3 after filter implant. Patient reportedly expired (B)(6) 2019; however, there is no allegation of wrongful death against the filter. Per certificate of death, dated (B)(6) 2019: "immediate cause of death: cardiac arrest, poorly controlled type 1 diabetes, history of coronary artery disease". Per computed tomography (CT) report, "superior extent of filter is at mid l1 vertebral body. Inferior extent l2-l3 disc space." "A total of four prongs have perforated through ivc..." "Maximum distance prong perforated through ivc is 6.15mm..." "Coronal images shows 0.76-degree tilt of filter left-to-right... Sagittal images show 7.44-degree tilt anterior-to-posterior..." "Diameter of ivc directly above filter measures 27.453m mm x 22.12 mm..." Per CT report, "12 o'clock 4.6 mm grade 3 extending to the periphery of the duodenum. 3 o'clock 3.7 mm grade 3 extending to the periphery of the abdominal aorta." "Tilt: yes. Posterior tilt measuring 9.58 degrees." "Migration: yes. Apex of the caval filter is above the level of the renal veins."

Manufacturer narrative:
The previous medwatch report was submitted by william cook (B)(4) under manufacturer report reference # 3002808486-2021-01856. Additional information provided determined that this device was manufactured by cook inc. With the submission of this initial medwatch report, cook inc. Informs that all future submissions regarding this complaint will be handled under the manufacturer report reference # referenced of this initial medwatch report. Occupation: non-healthcare professional. Investigation is reopened due to additional information provided. The following allegations have been investigated: organ/ vena cava (vc) perforation, deep vein thrombosis (dvt), migration, tilt, anxiety, worry. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter or filter fragment migration and (or) embolization (e.g., movement to the heart or lungs) has been reported. Filter or filter fragment movement has occurred in both the cranial and caudal direction and may be either symptomatic or asymptomatic. Potential causes may include filter placement in ivcs with diameters smaller or larger than those specified in these instructions for use; improper deployment; deployment into thrombus; dislodgement due to large thrombus burdens; and (or) excessive force or manipulations near an in situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: filter migration, trauma to adjacent structures. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported anxiety and worry are directly related to the filter and unable to identify a corresponding failure mode at this point in time. A total of (B)(4) devices were manufactured in the reported lot. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available.